Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. One 6f angioseal vip was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath but the tube was manually cut with a blade halfway. The plastic pouch and the arteriotomy locator was returned with the device. A separate cut portion of the carrier tube containing unreleased collagen and anchor without bypass tube was returned as well. Since the carrier tube was cut no functional testing was possible on the product. The carrier tube hub cap was in full rear lock position but the collagen was not released form the tube- this suggests that the device retraction after the rear lock action failed to release the anchor. Based on historical review of complaints, such a failure mode is a result of insufficient forward lock actuation by the user. According to angio-seal vip IFU art100041662d(2016--01) b. Set the anchor, step 1 and step 2 clearly mention setting the anchor and insertion of carrier tube assembly in to the sheath with adequate illustrations. The complaint is confirmed.the likely root cause is that the carrier tube assembly was not inserted properly into the hemostasis sheath. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they tried to use an angio-seal at the end of the case, just slid out. Never secured itself to the inside of the vessel. Had to hold groin pressure. Additional information was received on 10/4/17. Blood loss was reported to be less than 250 cc. The patient was reported to be stable. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.